Event description:
It was reported that the programmer took considerable time "finding" a patient, and in the end that it was unable to find a patient or perform an interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : analysis found no fault with the programmer, it functioned as required and passed all functional testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.